Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose level (bg) was 569 mg/dl. Customer addressed the elevated bg with a bolus from the pump. The customer reverted to an alternate method of insulin therapy.